Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. Visual evidence of dried fluid was found on the bottom cover adjacent to the front panel assembly during the internal inspection. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. The device history record review found a prior occurrence of blank screen. A failure analysis problem report indicated on (B)(6) 2019 that the failure was due to a defective inverter board. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank at the end of their peritoneal dialysis (pd) treatment. The cycler is plugged into the socket properly. The ok and stop keys were on, however the screen remained blank. The patient was making sure the power cord is connected properly into the cycler and then the patient stated that the cycler felt to the floor. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.